Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP device. Patient daughter calling on behalf of the patient stated that patient already passed away want to send back the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer became aware of an allegation of rep dreamstation auto CPAP device. Patient daughter calling on behalf of the patient stated that patient already passed away want to send back the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states death of the patient. No medical intervention was specified by the patient. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. The third-party service center concludes that they customer complaint is not replicated, and the device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box g: date received by mfg has been updated. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.